Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, the distal tip of a 6f 100cm judkins left (jl) 3.5 vista brite tip guiding catheter was fractured within its packaging. The damage was observed prior to opening the sterile package, and the catheter was found bent before being removed from the packaging. The device could not be used. The packaging was not opened, and the device was not removed from the mounting card. A 6f 100cm jl 3.5 vista brite tip guiding catheter was sued as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There was no damage to the sterile packaging. The device will be retuned for evaluation. One non-sterile ¿6f .070 jl3.5 100cm¿ unit was received for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, three (3) kinked sections were observed on the catheter body, located approximately 36.0 cm, 73.0 cm and 92.0 cm from the distal end of the device. Additionally, a separation was observed at the brite tip/distal tip. No other anomalies were observed during the visual analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The microscopic examination involved capturing amplified images of the separated area of the brite tip/ distal tip in the catheter. Furthermore, evidence of slight elongations was observed on the separated area of the device. In addition, an amplified image of the kinked section on the catheter body was taken in the vision system. Sem analysis of the distal end of the separated material provided detailed structural insights, highlighting elongations in the plastic component, which indicate stress-related deformation. The analysis also revealed a separation at the end of the metallic braid wire, with plastic deformation observed at the distal end, suggesting mechanical strain prior to failure. Microtears were identified in the ptfe material, indicating localized stress points on the unit. No additional anomalies were detected in the sem analysis. A product history record (phr) review of lot 18201829 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as "brite tip/distal tip- separated" was confirmed through both visual and microscopic inspection. The device was received without its original pouch and was found inside a plastic bag. The microscopic examination revealed slight elongations in the material of the received device. Additionally, sem analysis of the brite tip/distal tip of the separated material provided detailed structural insights, highlighting elongations in the plastic component, which indicate stress-related deformation. The analysis also revealed a separation at the end of the metallic braid wire, with plastic deformation observed at the distal end, suggesting mechanical strain prior to failure. Microtears were identified in the ptfe material, indicating localized stress points on the unit. No additional anomalies were detected in the sem analysis. The analysis of the separated material suggests that the failure mechanism is consistent with mechanical overload, likely due to forces exceeding the material's yield strength before separation. The elongations in the plastic component and the plastic deformation at the distal end of the metallic braid wire indicate significant strain beyond the material¿s elastic limits, entering the plastic deformation zone. This type of deformation is typically caused by excessive tensile or bending forces applied during use or handling, rather than by inherent material defects. The microtears in the ptfe layer suggest that localized stress concentrations contributed to crack propagation under mechanical load. This type of damage is characteristic of overstressing beyond the material¿s tolerance, particularly in ptfe, which is prone to microfracture under excessive strain. The investigation supports the conclusion that the separation was caused by mechanical forces exceeding the material's designed yield strength however, the root cause cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer)¿ after the analysis, a product evaluation team (pet) review was requested. Based on the results from the pet meeting and the sem analysis, this issue will not be escalated for further investigation. The device was received outside of its packaging and no manufacturing anomalies or inconsistencies in the sem analysis were found. In addition, during the visual inspection kinked sections were observed on the catheter body, dimensional analysis results were found within specification. The product analysis and phr investigation does not suggest that the failure experienced by the customer is related to the manufacturing process therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a 6f 100cm judkins left (jl) 3.5 vista brite tip guiding catheter was fractured within its packaging. The damage was observed prior to opening the sterile package, and the catheter was found bent before being removed from the packaging. The device could not be used. The packaging was not opened, and the device was not removed from the mounting card. A 6f 100cm jl 3.5 vista brite tip guiding catheter was sued as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There was no damage to the sterile packaging. The device will be retuned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.